Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that after the dental implant was installed in the patient's mouth it was verified its non osseointegration. 50 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).